Event description:
Thyroidectomy was being performed. Opened shears on sterile field, connected properly. Hand piece was not working - double checked it with the machine. Manufacturer response for harmonic focus shears, harmonic focus shears (per site reporter): none at this time.